Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was using ac power to infuse an intensive care unit patient when the pump shut off and would not power back on. The nurse that was at the patient beside immediately changed the pump. According to the biomed, no patient injury and no medical intervention have been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, name and rate of medication involved, and any alarms or failure codes occurring prior to the pump shutting off.